Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, an error 86 was displayed. The operating room (or) staff contacted isi tech support and reported the system was faulting with a non-recoverable error 86. Intuitive surgical, inc. (Isi) technical service engineer (tse) worked with the caller to perform a hard power cycle on the vision tower and the patient side cart (psc), but the error 86 persisted and was unable to clear after several power cycles. The or staff converted to a laparoscopic procedure and completed with no patient injury reported. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, the reported issue ¿getting non-recoverable error 86¿ was confirmed. The fse replaced the redundant power tray to resolve the issue with error 86. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the redundant power tray involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the customer-reported complaint of "non-recoverable fault 86" after the unit was installed on an in-house system and 10 power cycle tests were performed. However, when reviewed customer error log system, the isi technician found this power tray had failed 7 times with error 417 and one of the redundant power supply b was failing as well. A component will be replaced to resolve the issue. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors 86 occurred during the surgical procedure that were related to the reported complaint. No image and/or video clip associated with this reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to repeated non-recoverable faults 86. Complaint investigation also confirmed that the field service engineer (fse) replaced the redundant power tray to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.